Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.50 x 16 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal section of the stent were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During unpacking of a 3.50x16mm synergy ll drug-eluting stent, it was noted that the stent was unraveled. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During unpacking of a 3.50x16mm synergy ll drug-eluting stent, it was noted that the stent was unraveled. The procedure was completed with a different device. No patient complications were reported.